Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported an elevated initial troponin I (access accutni) result, above the normal reference range, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.33 ng/ml was obtained but was not released out of the laboratory. There was no patient impact associated with this event. The customer reanalyzed the patient's sample, on the original and alternate instrument (in duplicate), and obtained lower results of 0.05 ng/ml, respectively. The customer noted all system parameters including quality control, calibration, system checks and precision testing were performing within assay and instrument specifications. No system issues were noted. The patient's sample was collected in lithium heparin vacutainer tube and centrifuged at 3,400 (rpm) for six minutes, at room temperature. The sample was analyzed from the aliquot cup. No sample integrity issues were noted. The instrument was in normal operation.